Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2018-01946, 3005168196-2018-01947.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician experienced difficulty placing two smart coils, and reported that the microcatheter was kicking out of the target location. With these same two smart coils, the physician also was unable to detach the embolization coils, despite making multiple attempts. There was no report of an adverse effect to the patient.